Manufacturer narrative:
(B)(4). Batch # m91w54. The handpiece was received in good physical condition. Upon visual inspection, it was found that the gray ring cracked. It was connected to a generator, evaluated with a test instrument and the hand activation feature of the device was found to be non-functional, however, it did activate with a footswitch. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. Due to the cracked at the gray ring, moisture entered the hand piece mid housing. A possible cause of the gray ring being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a struma procedure, internal ring between the gold ones broken. Malfunction with har9f. Counter:36. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.